Event description:
Procedure: sleeve gastrectomy. According to the reporter: xl adapter would not recognize the reload not flashing 3rd green light appear then reload started moving on its own all over the place. When it did finally recognize, it did uncontrollably articulate. Did the difficulty resulted in unintended colostomy, formal laparotomy, re-operation etc.: no device fragment left in the patient? No no reinforcement was used, no tissue loss, no tissue damage, no blood loss of 500ccs or more, and surgical time was not extended by more than 30 minutes. Patient is doing well.

Manufacturer narrative:
(B)(4)